Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the insulin pump was making a grinding noise when the act button was pressed. The insulin pump passed a delivery check, self test, and motor positioning check. The customer had the insulin pump set to vibrate. The customer's blood glucose was 177 mg/dl. Nothing further reported.